Manufacturer narrative:
Complaint (B)(4): samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer advised they experienced performance issues with the lot and observed significant testing discrepancies. A comparison with a different lot from another facility produced a significant variance in data. Customer advised using the 3.5ml lithium heparin tubes with lot b250235v, the sodium was 116. Using a red top from the exact same draw the sodium was 131, which customer advised was the correct value. Other chemistry results were comparable between the collected samples. Customer advised their own blood was collected, using the 3.5ml lithium heparin tubes and using a 3 ml lithium heparin tube from another facility: 3.5 ml: na 133; 3 ml: na 141. Customer used siemens dimension exl analyzer, all qc was repeatedly correct, all calibrations were correct, all dilution check numbers were correct. Siemens advised no issues with the analyzer. Customer advised all tubes were filled to indicator. Centrifuge, fisherbrand dashcoag, 5 minutes at 6600 rpm.

Manufacturer narrative:
Complaint (B)(4). Received 1 rack 454008p/b250235v for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive testing verified the sodium content was within specification. The complaint is not confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.